Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the loop on the device broke off inside the pt. The procedure was completed with a second electrode. No additional info was provided.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If the device is received later and additional info becomes available at a later time, this report will be update.